Event description:
As reported via (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the adjudication minutes. At the time of the index procedure, the angiography revealed 70% stenosis in the 1st diagonal branch. The indication for the procedure was positive functional test for ischemia. The lesion was described as 18mm in length, class a, and de novo. The reference vessel was 3mm in diameter. The lesion was pre-dilated with a 3 x 12mm balloon at 4atm and a 3 x 18mm cypher rx was implanted at 8atm. The stent was post-dilated with a 3 x 12mm balloon at 16atm as a standard procedure. It was reported that the troponin I was 0.09 (0.08 unl) 6-12 hours post index procedure and 0.44 (0.08 unl) at discharge. As per the adjudication report, the hospital laboratory reports, ECG tracings and discharge summary were no received from the site. According to the site, there was no adverse event post index as per pi, but this elevation in enzymes was later diagnosed as a periprocedural myocardial infarction according to the cec adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: as reported via (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, history of copd, history of benign prostatic hypertrophy, and smoker. At the time of the index procedure, the angiography revealed 70% stenosis in the 1st diagonal branch. The indication for the procedure was positive functional test for ischemia. The lesion was described as 18 mm in length, class a, and de novo. The reference vessel was 3 mm in diameter. The lesion was pre-dilated with a 3 x 12 mm balloon at 4 atm and a 3 x 18 mm cypher rx was implanted at 8 atm. The stent was post-dilated with a 3 x 12 mm balloon at 16atm as a standard procedure. It was reported that the troponin I was 0.09 (0.08 unl) 6-12 hours post index procedure and 0.44 (0.08 unl) at discharge. As per the adjudication report, the hospital laboratory reports, ECG tracings and discharge summary were no received from the site. According to the site, there was no adverse event post index as per pi, but this elevation in enzymes was later diagnosed as a periprocedural myocardial infarction according to the cec adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15069542 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications included aspirin, bivalirudin, plavix, crestor, fish oil, lexapro, and vitamin d. Additional information will be submitted within 30 days of receipt.